Event description:
Information received indicates the brake is not holding. The casters are locking but would continue to swivel from side to side.

Manufacturer narrative:
The technician replaced one brake and steer caster and four caster supports to repair the bed.